Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter voltage test was performed and it failed. The unit showed no voltage. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed. The root cause could not be determined post investigation.